Event description:
An ortho clinical diagnostic (ocd) field engineer identified a paritally plugged reagent metering probe while at a customer's site. The investigation determined that a malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of patient harm as a result of this event.